Event description:
The facility reported an incident of a pitocin overinfusion during patient use. The pump was reported to be infusing pitocin at a rate of 2milliunits/min to a labor and delivery unit patient for approximately 10 minutes. The infusion rate was not being titrated and no boluses were being administered. Reportedly, the nurse looked at the drip chamber and noticed that pitocin was dripping rapidly. The patient developed hypertonic contractions and the fetal heart rate dropped. The pitocin infusion was immediately stopped and the patient was taken in for an emergency c-section. The patient recovered with no complications, however, the the second patient was hospitalized due to unspecified "lung problems". The facility's risk manager did not know whether of not the second patient's lung problems were related to pitocin overinfusion, c-section, or being premature, 34 weeks gestational age. The risk manager reported the second patient's current status was fine and believed the second patient was being discharged home. Though requested by baxter, no additional information was provided regrding values of the fetal heart rate prior and during the event, loading of the IV set, product codes of the IV set used, amount of free flow, and set up of the device.